Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: does the surgeon routinely use green reloads for this application? If not, why was green chosen? The surgeon used a green load and felt that he should of used buttress. Does the surgeon wait 15 seconds prior to firing device? He waits 20 to 30 seconds. Does the surgeon pulse fire or one continuous firing? Pulses. Was there any issue with staple formation or hemostasis noted intra-operatively? No. How was the bleeding identified? As reported when called in. How was the bleeding addressed? Currently no information. Was a transfusion required? Currently no information.

Event description:
It was reported that the doctor performed a laparoscopic sleeve to bypass procedure on a patient, using a plee60a stapler and green reload, no buttressing. While the patient was being monitored overnight, the patient had bleeding into their stomach, the heart was in tachycardia and the hemoglobin dropped significantly. A reoperation was performed to resolve the issue. The sales rep didn't have details regarding what was done to resolve the issue or how much blood was lost.